Manufacturer narrative:
No unexpected button error alarms noted. Displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test were note performed due to unresponsive keypad. The insulin pump had no button response on the act and down arrow buttons due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and stained end cap sticker.

Event description:
Customer reported that her blood glucose was 304 mg/dl. Customer stated that her insulin pump buttons were not working correctly and she has not received the insulin delivery. Customer stated that it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).